Event description:
Reporter alleged blood glucose measured 200mg/dl back to back with a result of 55mg/dl when testing was performed <5 mins apart. Customer stated having no glucose symptoms at the time. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.